Manufacturer narrative:
On(B)(6)2020, the mentor failure analysis lab updated the device evaluation summary. The previously reported striation by the edges of the tear was only observed in the right-sided implant, not in both implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jun-2020, mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: according to the information received, the patient experienced breast pain and deflation in the breast implant. During the visual evaluation of the device a tear was observed on the anterior aspect, measuring approximately 6.7 cm. Microscopic examination of the edges of the tears in both implants revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this 7549758 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and breast pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional event information was received, and mentor became aware that the patient underwent replacement with unspecified smooth gel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary on left side, and breast augmentation revision on right side with 500cc mentor smooth round moderate plus profile saline breast implants has experienced postoperative bilateral deflation of implants, confirmed by a physician. The patient reported that the left side was completely deflated, and MRI confirmed the right side was deflated as well, and the patient also experienced discomfort with the implants. As a result, the patient underwent explantation without replacement on (B)(6)2020. This medwatch report is for the right-sided implant.